Manufacturer narrative:
The customer's meter was returned for investigation. The customer's meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 2.4 inr, customer meter and master lot strip - 2.4 inr. Donor #2: master lot and retention meter - 3.5 inr, customer meter and master lot strip - 3.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer returned an empty test strip vial, so the test strips could not be investigated.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested on coaguchek xs meter with serial number (B)(4). The result from the meter was 4.0 inr at 8:40 a.m. On (B)(6) 2016. A test strip was dosed with venous blood from the patient and tested on the doctor's coaguchek meter on (B)(6) 2016 at 11:30 a.m., resulting as 2.9 inr. The value from the doctor's meter was believed to be correct. The patient's warfarin dose did not change. The patient was on no direct thrombin inhibitor as of (B)(6) 2016. The patient's therapeutic range is 2.5 - 3.5 inr. The patient does not suffer from antiphospholipid antibodies. No adverse event occurred. The meter and test strips have been requested for investigation. Relevant retention test strips (lot 12415722) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and the retention material performed as specified.